Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device change out due to normal eri. Inappropriate ams due to ra lead noise was noted. The physician elected to cap and replaced the lead. No adverse consequences to the patient. The patient will continue to be with routine follow-up.